Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage and death are potential adverse events with use of the penumbra system and are included in the device labeling. Therefore, it was determined that the reported intracranial hemorrhage and subsequent patient death were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01424, 3005168196-2016-01425, 3005168196-2016-01426. The device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure for a cardiogenic cerebral infarction in the left middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace), a penumbra system 5max separator (5max separator), a penumbra system 4max reperfusion catheter (4max) and a penumbra system 4max separator (4max separator). During the procedure, the physician attempted to aspirate the thrombus using the 5max ace and 5max separator but was unsuccessful because the thrombus was too stiff. Therefore, the physician decided to use another manufacturer's retrieval device to remove the thrombus; however, while using the retrieval device, the physician noticed that a piece of the thrombus migrated to the distal m2 segment of the mca. The physician then switched to the 4max and 4max separator to remove the thrombus in the m2 segment. The procedure was completed and the physician was able to remove all the thrombus from the patient. There were no alleged malfunctions with the penumbra devices. Following the procedure, the patient's thrombolysis in cerebral infarction (tici) grade improved from a zero to a three, indicating complete perfusion. However, within twenty-four hours after the procedure, symptomatic intracranial hemorrhage was confirmed in the segment where thrombus was removed. The physician then performed a craniotomy decompression to treat the intracranial hemorrhage; however, the patient expired on (B)(6) 2015 due to hemorrhagic cerebral infarction. The physician stated that it is unclear which devices (penumbra's or the other manufacturer's) caused the reported intracranial hemorrhage and subsequent patient death. However, he indicated that he could not rule out the possible relationship between the reported intracranial hemorrhage and patient's death to the penumbra devices because the cause of death was hemorrhagic cerebral infarction.